Event description:
It was reported that the patient underwent a replacement surgery for their inflatable penile prosthesis (ipp) due to fluid loss. The cause or source of the fluid loss was not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event: updated with additional information. Implant date recorded.

Event description:
It was reported that the patient underwent a replacement surgery for their inflatable penile prosthesis (ipp) due to fluid loss. The cause or source of the fluid loss was not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient did not experience any adverse health events prior to the surgery. It was also noted that source of the fluid loss was the reservoir.